Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient experienced red heart alarms when she was connected to the power module as was well as to battery power. The system controller was exchanged and the alarms were resolved. The patient's percutaneous lead was manipulating and no alarms were reproducible. The patient remains ongoing.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. During the analysis the system controller would not power on. Further evaluation revealed two broken nylon screws used to secure the inner board assemblies. The analysis of the broken nylon screws appeared to indicate that the system controller may have been subjected to mechanical shock/impact, which sheared the head of the screws and allowed the inner boards to separate, compromising the electro-mechanical connection between the boards. The analysis could not determine the mechanism that contributed to the mechanical shock/impact. A review of the device history records revealed the device met all applicable specifications upon product release. No further information is available. The manufacturer is closing it's file on this event.